Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2021, in which the ipg was relocated to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.